Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers were sticking. It was further determined that the lower trigger did not return to position when released (did not spring back, got stuck), and made the handpiece device continue to run. It was determined that an unknown sticky residue was found on the trigger components. It was further determined that the solder connection from the electronic control unit to the electric motor was damaged. It was determined that these issues were consistent with component wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the small battery drive device would not run in forward. The reporter stated that the bottom trigger did not work when it was depressed. According to the reporter, oscillation and reverse modes worked as intended. When the triggers were depressed and released its functionality was smooth. The reporter indicated that after multiple attempts to get the device to move forward, a competitor device was used to complete the surgery successfully. There were no delays to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.